Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace and shock impedances. Pace impedances are still within normal limits at less than 2000 ohms, but shock impedances are now out of range at greater than 125 ohms. The patient was brought in for a commanded shock and shock impedances were found to be in range at 81 ohms. As values were stable, the physician has elected to monitor the lead. It's suspected to be a lead issue near the distal coil. At this time, the rv lead remains in service and there have been no additional adverse patient effects reported.